Manufacturer narrative:
A boston scientific technical services (ts) consultant confirmed that there were no fault codes present and that the observed pacing inhibition/loss of capture was present on the surface EKG. If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation)over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients. The field representative confirmed there was no adverse patient effects.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inhibition of pacing during electrocautery mode for a ventricular tachycardia (vt) ablation procedure. There were no adverse patient effects reported.